Event description:
Additional information was received that the shock impedance continues to be high and out of range at greater than 145 ohms. The patient came in for a device interrogation where the svc to can sensing vector was lower than rv coil to can. Boston scientific technical services (ts) discussed possible causes including calcification around the lead coils and suggested performing maximum energy shock testing. The field representative would discuss further with the physician. It was noted that the patient did not come in for the follow up appointment and the clinic has been unable to reach them. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the remote home monitor issued an alert for high out of range shock impedance measurements of 129 ohms for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and the clinic noted they would bring the patient in for further review within a few weeks. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continues to be high and out of range at greater than 145 ohms. The patient came in for a device interrogation where the svc to can sensing vector was lower than rv coil to can. Boston scientific technical services (ts) discussed possible causes including calcification around the lead coils and suggested performing maximum energy shock testing. The field representative would discuss further with the physician. It was noted that the patient did not come in for the follow up appointment and the clinic has been unable to reach them. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited the following shock impedance measurements: rv-to-can = 168 ohms, rv-to-ra = 148 ohms, and ra-to-can = 83 ohms. Technical services (ts) recommended 41j commanded shock through the current device to assess the rv lead. The ICD was explanted and replaced due to normal battery depletion (nbd), however the rv lead remains in service. No adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issues and alert for high out of range shock impedance measurements of 129 ohms for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and the clinic noted they would bring the patient in for further review within a few weeks. The ICD and rv lead remain in service and no adverse patient effects were reported.